Event description:
Balloon burst.

Manufacturer narrative:
This catheter has not returned to the manufacturer so an evaluation could not be performed. The lot number nor the catalog number of the device have been provided, so comparative testing could not be performed. In the initial report it stated that this device was used to place a palmaz stent which is not the indication for use. This is a ptv catheter. The instructions for use has a warning that this device is not intended for stent dilation.